Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with unspecified symptoms approximately two weeks after implant. An evaluation was performed and there was right ventricular (rv) lead noise and undersensing observed. The sudden brady response feature was also noted to have kicked in as well. Further review found a drop in pace impedances from 1100 ohms to 500 ohms and sensing had also decreased. An echocardiogram was then performed which revealed a perforation of the pericardium. The fluid was then drained, but a revision procedure was also scheduled. A few days later, the rv lead was explanted and replaced. No additional adverse patient effects were reported.